Event description:
It was reported that it is difficult to load/unload the cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that it is difficult to load/unload the cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The h codes have been corrected to align with the wo findings.